Event description:
It was reported by the patient's mother that the patient had been doing well, but then began having grand mal seizures on a weekly basis. The patient's last known settings were 0.25 ma/30 hz/250 microsec/30 sec/5 min. Attempts for further information have been unsuccessful to date.